Event description:
It was reported, that the patient's right atrial (ra) lead were oversensing. Myopotentials and noise resulted, in inappropriate mode switch episodes. Programming changes were made. The patient was in stable condition.